Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30499607m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) with a navistar¿ electrophysiology catheter and suffered a complete heart block requiring a permanent pacemaker. During the procedure, the patient developed a complete heart block which required a permanent pacemaker insertion. The patient was stable and transferred to the critical care unit for recovery. This event was discovered during post use of biosense webster product. The physician¿s opinion on the cause of this adverse event was unknown. The patient outcome of the adverse event was fully recovered after pacemaker placement. It is unknown if the patient required extended hospitalization because of the adverse event.